Manufacturer narrative:
Further investigation is pending. A follow up medwatch will be submitted upon receipt of additional information.

Event description:
A home patient's spouse contacted baxter's technical service center for assistance during the home patient's automated peritoneal dialysis therapy. Per initial report, the home patient had "pulled the transfer set from the catheter.: baxter's technical service center assisted the home patient's spouse in ending therapy early. No patient injury or medical intervention was indicated at the tome of the initial report.